Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used during a procedure performed on (B)(6) 2025. It was reported that device was broken and did not work right from the start. Additional clarification to determine the nature of the damage was not provided and is being reported as the cutting wire may have been broken. No further information regarding this event has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.